Manufacturer narrative:
There was no report of patient injury. Retention samples from the same lot were pull tested. The results were an average peak force of 24.078lb with no bond failure noted. It is unclear how these types of forces could be applied to the feeding tube during clinical use.

Event description:
The product was placed in the patient on (B)(6) 2016. The doctor confirmed a breakage of the product occurred and a piece of broken product remained in the patient body. (B)(6): it was confirmed under fluoroscopic guidance that a piece of the product (bolus tubing)remained near the small intestine the piece was later excreted by the patient.